Manufacturer narrative:
Analysis synthesis: upon reception, the returned inductive monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. The observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the inductive monitor from booting properly. However, the root-cause of this issue could not be fully identified, as the subject inductive monitor is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, the progressive light of the home monitor remained in orange and does not progress to green. Device has been left plugged in for a week before patient reported issue.